Event description:
It was reported that during a stent placement procedure in the brachiocephalic trunk from the right brachial artery, about one cm of the stent was released and was allegedly unable to be deployed further. It was further reported that the handle was disassembled and the device was forcibly pulled and the delivery system back and the stent was released successfully. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation, during sample evaluation, the outer catheter was completely detached from the swivel nut. There was no stent in the delivery catheter as it was already deployed. Based on evaluation of the returned sample and the available information, the investigation is confirmed for detachment of outer sheath from the swivel nut. The outer sheath detachment reasonably suggest that there were difficulties deploying the stent. A definite root cause of the reported incident can not be identified. The intended use of the device represents and off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding preparation of the device, the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 09/2023), g3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2023).

Event description:
It was reported that during a stent placement procedure in the brachiocephalic trunk from the right brachial artery, about one cm of the stent was released and was allegedly unable to be deployed further. It was further reported that the handle was disassembled and the device was forcibly pulled and the delivery system back and the stent was released successfully. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation, during sample evaluation, the outer catheter was completely detached from the swivel nut. There was no stent in the delivery catheter as it was already deployed. Based on evaluation of the returned sample and the available information, the investigation is confirmed for detachment of outer sheath from the swivel nut. The outer sheath detachment reasonably suggest that there were difficulties deploying the stent. A definite root cause of the reported incident can not be identified. The intended use of the device represents and off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding preparation of the device, the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 09/2023), g3. H11: h6(device, method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the brachiocephalic trunk from the right brachial artery, about one cm of the stent was released and was allegedly unable to be deployed further. It was further reported that the handle was disassembled and the device was forcibly pulled and the delivery system back and the stent was released successfully. There was no reported patient injury.